Event description:
The operator of a vitros 5,1 fs chemistry system observed biased low and imprecise quality control results with vitros amon slides. The laboratory did not report any vitros amon patient results during the event, and there was no allegation of harm.

Manufacturer narrative:
The customer performed maintenance on the instrument and has returned the instrument to expected operation. The maintenance included the cleaning of evaporation clips in the incubator. This cleaning is recommended to be performed "as required" as stated in the instruments user guide. The investigation into this event concludes that the root cause was instrument related.